Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1xfy7, implanted: (B)(6) 2019, explanted: (B)(6) 2019. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the ¿patient had a fall and moved the lead in word.¿ the lead and ins were replaced, and the issue was resolved. No further patient complications are anticipated or expected as a result of this event.